Event description:
Customer reported receiving a button error alarm on the insulin pump three times in one day. Customer stated that during bolus, a button on the insulin pump wasn't working. Customer then pushed escape and received the button error alarm. Customer also stated that the act, up, and down buttons are non-responsive. Blood glucose level was 156 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.